Event description:
The user facility reported that there were superficial scratches in colons of four pts performed a colonoscopy procedure on.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report. The user facility reported that the pts experienced abdominal pain longer time than usual. One pt's colon was deeply injured and bled. The pt reportedly remained hospitalized. Olympus field service engineer evaluated the subject device in the user facility, and found that there was no sharp surface. The device was not yet returned to olympus for evaluation. The exact cause of the reported phenomenon cannot be determined. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution. Cross-reference MFR. Report # 8010047-2012-00259, 00290, 00291 for other related reports.